Event description:
The customer states that one female pregnant patient (two months) generated an initial axsym total b-hcg assay result of 994 miu/ml. The sample was retested and generated error code 1079, invalid test result, incomplete meia optic read. This error can occur when the sample concentration is very elevated. The customer retested the sample in the auto-dilution mode (1:200) of the analyzer and generated a final result of 194280 miu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation began with a review of the manufacturing and testing documentation (final product release specifications) for the axsym total b-hcg assay. The review demonstrated that all control and panel values were within specification. Additionally, the performance of all axsym total b-hcg reagents manufactured to date was analyzed using statistical process control (spc). The analysis of the final release test data for reagent lot 75365jn00 indicated that the lot was performing within the upper and lower specification limits and established control limits. Furthermore, a testing protocol was executed to assess the ability of the axsym total b-hcg assay to correctly flag 20 samples with b-hcg concentrations greater than 1000 miu/ml. Results obtained demonstrated that axsym total b-hcg reagent kit list number 7k58-21, lot number 75365jn00 is performing acceptably and as per labeling claims. Calibration met package insert specifications and assay parameters, controls and data generated confirms the validity of the calibration curves and samples assessed were correctly flagged. The axsym total b-hcg package insert ((B)(4)) contains the information necessary to address the customer's issue. Based on the current investigation and a review of the information made available, the customer's observations could not be confirmed. No malfunction of the device was found. The axsym total b-hcg reagent lot in question is meeting its safety, effectiveness and label claims. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, that has a similar product distributed in the us. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.